Manufacturer narrative:
The reported field event was verified in the laboratory. X-ray revealed that a high voltage (hv) capacitor was pressing against the side of the ICD can, causing the can to swell. The ICD can was opened and the hv capacitors were removed and returned to the supplier for further evaluation. The analysis determined that a capacitor anomaly was the cause for the long charge times reported in the field.

Event description:
It was reported that an alert was given for long charge time. Interrogation revealed a last maximum charge of 12.1 seconds and a battery voltage of greater than 3.2v. Attempts to perform a capacitor maintenance were unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun